Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a current blood glucose value of 431 mg/dl. The event involved product(s) mmt-1884, mmt-431ag, mmt-7040a, mmt-342g. Troubleshooting was performed and the high blood glucose event was ongoing at the time of the call, and the customer was using the insulin pump system, including the auto mode/smartguard feature, within the previous 48 hours. The customer confirmed that a backup plan was available and reported treating the high blood glucose with a manual injection/insulin pen. Troubleshooting steps were discussed, including evaluating the infusion set, site, insulin, and pump programming; however, the customer declined or was unable to complete troubleshooting. No product return is required was mmt-1884, mmt-431ag, mmt-7040a, mmt-342g.